Event description:
Customer reported her adc freestyle libre 2 sensor detached within a day of application and was therefore unable to obtain scan readings. Customer experienced a loss of consciousness, however regained consciousness and was able to self-treat with glucose. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the freestyle libre sensor kit were reviewed and the dhrs showed freestyle libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.